Event description:
It was reported that during an idiopathic ventricular tachycardia procedure the patient's heart rate went up, blood pressure went down and st segments changed. A pericardial effusion was identified using intracardiac ultrasound. A pericardiocentesis was performed and approximately 250-300 cc of fluid were drained from the pericardial space. This resulted in normalization of the patient's st segments, blood pressure and heart rate. The patient was stable at the time of the call and was admitted to ICU for observation.

Manufacturer narrative:
(B)(4). It was reported that during an idiopathic ventricular tachycardia procedure the patient's heart rate went up, blood pressure went down and st segments changed. A pericardial effusion was identified using intracardiac ultrasound and a pericardiocentesis was performed. The returned device was visually inspected upon receipt and it was found in normal condition. The catheter was evaluated for deflection, irrigation and patency flow characteristics, also tested for electrical performance, temperature response and stocker compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed.

Manufacturer narrative:
Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Stockert 70 system: us catalog #: s7001, serial #: (B)(4). (B)(4). Cool flow pump: us catalog #: cfp002, serial #: (B)(4). Webster 4 pole: us catalog #: d6dr005rt, lot #: 15582800m. (B)(4).